Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased pain at the pump site with mild swelling due to falling backwards on the pump. The patient was dissatisfied with the lack of pain relief and requested the pump to be explanted.